Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h4, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The complaint was not confirmed due to no device return. Cause cannot be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image on the screen was intermittently noisy/black during a procedure. The unspecified procedure was completed with a similar device. There were no reports of patient harm.